Event description:
On 03/12/2008 the pt reported that he was hospitalized in 2007 due to elevated blood glucose from kinked infusion set cannulas. He stated that he has "megacolon" which he feels is the reason he cannot use infusion sets with a soft cannula. On the date of the hospitalization the pt was dehydrated and vomiting. His blood glucose measured "hi" on his blood glucose meter. His normal blood glucose range is 125-200 mg/dl. His wife drove him to the ER and he was diagnosed with ketoacidosis. He was given a glucose IV to lower his blood glucose. He was advised by his physician to switch to injection therapy. The pt will be returning his infusion device. He did not retain the infusion sets.